Manufacturer narrative:
Sanofi company comment dated 23-nov-2022: this case involves a patient whose right knee started to swell and get inflamed, had pain 10/10 pain and trouble walking, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Right knee started to swell and get inflamed [injection site joint inflammation] ([injection site joint swelling], [injection site joint pain]). Still pretty bad, having trouble walking [walking difficulty]. Initial information received from canada on 21-nov-2022 regarding an unsolicited valid serious case received from a patient. This case involves a 47 years old male patient who reported right knee started to swell and get inflamed/pretty swollen and having trouble walking, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patients medical history included synvisc-one 4th time over the past 10 years, haven't had any issues. On (B)(6) 2022, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (with unknown strength, dose, route, frequency, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. On an unknown date in (B)(6) 2022 after several hours, the patient right knee started to swell and get inflamed (injection site joint swelling) and (injection site joint inflammation). He stated this was his 4th time getting the injection over the past 10 years and never had any issues. It was reported that it was pretty swollen and had 10/10 pain (injection site joint pain). On (B)(6) 2022, yesterday the patient went to the ER (emergency room) and was given medication for pain but had not gotten it filled yet and had left the doctor orthopedic a message as he was doing surgery today. On an unknown date in (B)(6) 2022 after unknown latency the patient knee was still pretty bad, having trouble walking (gait disturbance). It was reported that same healthcare professional administered all his injections. Patient was still having trouble walking today. Action taken: not applicable for all the events. Corrective treatment: unspecified medication was received for the event (pain/10/10 pain) and not reported for rest of the events. Outcome: not recovered for all the events. Seriousness criteria: medically significant for injection site joint inflammation. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Right knee started to swell and get inflamed [injection site joint inflammation] ([injection site joint swelling], [injection site joint pain]) still pretty bad, having trouble walking [walking difficulty]. Case narrative: initial information received from canada on 21-nov-2022 regarding an unsolicited valid serious case received from a patient. This case involves a 47 years old male patient who reported right knee started to swell and get inflamed/pretty swollen and having trouble walking, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patients medical history included synvisc-one 4th time over the past 10 years, haven't had any issues. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection once having the strength 48mg/6ml (with unknown dose, route, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. On an unknown in (B)(6) 2022 after several hours, the patient right knee started to swell and get inflamed (injection site joint swelling) and (injection site joint inflammation). He stated this was his 4th time getting the injection over the past 10 years and never had any issues. It was reported that it was pretty swollen and had 10/10 pain (injection site joint pain). On (B)(6) 2022, yesterday the patient went to the ER (emergency room) and was given medication for pain but had not gotten it filled yet and had left the doctor orthopedic a message as he was doing surgery today. On an unknown date in (B)(6) 2022 after unknown latency the patient knee was still pretty bad, having trouble walking (gait disturbance). It was reported that same healthcare professional administered all his injections. Patient was still having trouble walking today. Action taken: not applicable for all the events. Corrective treatment: unspecified medication was received for the event (pain/10/10 pain) and not reported for rest of the events. Outcome: not recovered for all the events. Seriousness criteria: medically significant for injection site joint inflammation. A product technical complaint (ptc) was initiated on 21-nov-2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: defect class has been changed to ii and pv# is provided on 28nov22 - (dp 19-de-c22) "based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " - (dp 05-dec-22). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 19-dec-2022 with summarized conclusion as no assessment possible. Additional information was received on 21-nov-2022 from the quality department. Ptc number and strength was added. Additional information was received on 19-dec-2022 from the quality department. Ptc details was added.

Manufacturer narrative:
Sanofi company comment for follow up dated 21-nov-2022: follow up information received does not change prior case assessment. This case involves a patient whose right knee started to swell and get inflamed, had pain/10/10 pain and trouble walking, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Right knee started to swell and get inflamed [injection site joint inflammation] ([injection site joint swelling], [injection site joint pain]) still pretty bad, having trouble walking [walking difficulty]. Case narrative: initial information received from canada on 21-nov-2022 regarding an unsolicited valid serious case received from a patient. This case involves a 47 years old male patient who reported right knee started to swell and get inflamed/pretty swollen and having trouble walking, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patients medical history included synvisc-one 4th time over the past 10 years, haven't had any issues. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection once having the strength 48mg/6ml (with unknown dose, route, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. On (B)(6) 2022 after several hours, the patient right knee started to swell and get inflamed (injection site joint swelling) and (injection site joint inflammation). He stated this was his 4th time getting the injection over the past 10 years and never had any issues. It was reported that it was pretty swollen and had 10/10 pain (injection site joint pain). On (B)(6) 2022, yesterday the patient went to the ER (emergency room) and was given medication for pain but had not gotten it filled yet and had left the doctor orthopedic a message as he was doing surgery today. On an unknown date in (B)(6) 2022 after unknown latency the patient knee was still pretty bad, having trouble walking (gait disturbance). It was reported that same healthcare professional administered all his injections. Patient was still having trouble walking today. Action taken: not applicable for all the events. Corrective treatment: unspecified medication was received for the event (pain/10/10 pain) and not reported for rest of the events. Outcome: not recovered for all the events. Seriousness criteria: medically significant for injection site joint inflammation a product technical complaint (ptc) was initiated on 21-nov-2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available and the complaint was set in process. Additional information was received on 21-nov-2022 from the quality department. Ptc details and strength was added.